Event description:
The nurse reported that in 2006, a pt had an enucleation of the left eye and a 20 mm medpor sphere implant was placed. The nurse stated that the medpor sphere implant became exposed and was removed approx 2 months later.

Manufacturer narrative:
The device history records for this lot were checked from processing to finished goods product and is within specification. Sterility testing was performed as required and all test passed. There is no evidence to support device failure.